Event description:
Pre-discharge a left neck hematoma was reported. The hematoma was evacuated and the pt recovered without sequelae. They were also unable to pass the retrieval filter, therefore, cea was performed. Please reference MDR 2183870-2009-00196 for the spiderfx used in this procedure.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event. The difference in time frame reporting versus the event date is due to the clinical event committee (cec) board review of the study events and the failure to notify the MFR of the change in re-classification.